Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous mid left anterior descending artery (lad). After a guiding catheter was engaged to the distal lad and a guide wire crossed the lesion, an intravenous ultrasound (ivus) imaging catheter was advanced but failed to cross the lesion. Pre-dilatation was then performed with a semi-compliant balloon catheter and a 2.50 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Subsequently, a non-bsc guide extension catheter was used and the 2.50 x 32 synergy¿ drug-eluting stent was re-advanced but still failed to cross the lesion. The device was removed and it was noted that the distal part of the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.